Manufacturer narrative:
The insulin pump was returned without a battery installed when received however, the insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: the download history file list data on (B)(6) 2015; there was no data for (B)(6) 2016.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was major coronary. The caller stated that the customer had flu-a on friday prior to passing, went to the emergency room, was sent home, and passed away a week later. The customer had kidney failure and went to dialysis three times a week. The customer also had heart disease and, years ago, had a stroke. The caller stated that the nigh of passing, at 11 pm, the customer's blood glucose was 40 mg/dl, and then later it came up to 52 mg/dl, and then came up more. The customer was wearing the insulin pump and a sensor at the time of death. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed from the insulin pump.